Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. The investigation has identified that the carton and patient labels were correct. The discrepancy occurred as the ¿stock¿ label applied at the distribution centre was incorrect. This label is used for the syspro (erp system) element of the process and the generation of the delivery note. This led to a discrepancy between the delivery note and carton/patient label. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the part number msiss/15x30c was labelled batch b13922/z6 on the box but the internal label was batch number b13340/z6.